Event description:
Additional information was received that during the valve implant, no pre-implant balloon dilation was performed. The deployment starting point was at the bottom of the pigtail. A medtronic guidewire was used (confida). The post implant balloon aortic valvuloplasty (bav) was performed with a 24 millimeter (mm) non-medtronic balloon (bard true).

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID {gwbc30}; product lot/serial number {unknown}; product type: {guidewire}; implant date {n/a}; explant date {n/a} product ID 24mm bard true; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a} h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h2 h3 h6 image review: a media image of the event was provided. No computed tomography (CT) or executive summary was provided for anatomical consideration. It was reported that following the implant of a transcatheter valve, a post-implant balloon aortic valvuloplasty (bav) was performed while the patient was rapidly paced which was standard for the implanting physician; however, the valve dislodged to the ascending aorta. Evidence correlates with reported description. Per medtronic instructions for use (IFU), potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. There is no evidence to support original valve depth. Per the physician, the post-implant bav caused the valve to dislodge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction - section h.6 code b14 was deleted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a post-implant balloon aortic valvuloplasty (bav) was performed while the patient was rapidly paced which was standard for the implanting physician; however, the valve dislodged to the ascending aorta. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 5 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. Subsequently, the valve was surgically explanted, and a non-medtronic surgical aortic valve was implanted. Per the physician, the post-implant bav caused the valve to dislodge. Following the implant procedure, the incorrect transcatheter valve status was provided on the patient's registration card.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}; product ID {post-implant bav}; product lot/serial number {unknown}; product type: {balloon aortic valvuloplasty}; implant date {n/a}; explant date {n/a}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.